Event description:
New information received notes that the patient's right ventricle lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricle lead exhibited noise episodes. No intervention was performed. The patient condition was unknown.